Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the intermittent no image was caused by failure of the printed circuit board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had an intermittent no image - blackout. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomena occurred due to patient board set failure. In addition, there is a possibility that the image was not displayed due to the impact before countermeasure by design change of operator amplifier on circuit (dr) board or due to connection failure with video connector. Olympus will continue to monitor field performance for this device.